Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. (B)(4) device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
Adjust section h codes.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was no patient involvement.